Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the onetouch verio meter read inaccurately compared to another device. The patient reported blood glucose results of ¿6.1mmol/l¿ with the subject meter and ¿9.1mmol/l¿ on another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.